Event description:
The patient was taking an unspecified medication via a humapen ergo burgandy/clear fitted with a clear cartridge holder for an unknown indication. The person operating the device was the patient. It is unknown if the operator of the device was trained. The device was reported as broken. This humapen ergo complaint is associated with cid00239782.